Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported that during the intravenous digital subtraction angiography (IV-dsa) procedure the medicine could not be injected into the vessel smoothly due to air in torcon nb advantage angiographic catheter. The physician opened another catheter to continue the procedure. There was no reported adverse event or injury to the patient. No further information was provided.

Manufacturer narrative:
A review of the complaint history, drawings, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used torcon nb advantage angiographic catheter was returned for evaluation. One 8 mm crack is noted in the hub. The device dimensions were in specification. The proximal fitting is securely seated in the hub. The luer is attached to the corresponding part. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.